Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-11304. It was reported the pt fell asleep while recharging the ipg and experienced pocket heating. The pt stopped recharging/maintaining the ipg as recommended due to receiving pain relief from a non-related surgical procedure. As a result, the pt will undergo surgical intervention. On 08/01/2012, st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.